Event description:
Large forceps jaw could not open all the way. The slider for opening and closing is loose and despite fully opening and closing on the slider, they would not fully open and close the forceps jaw.